Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which resolved the issue without recurrence, allowing the customer to continue using the pump. The customer was advised to contact technical support again if the malfunction reoccurs, and they acknowledged and understood these instructions.